Event description:
A pt reported they were experiencing erratic readings on their one touch ultra. Pt's meter allegedly had a display issue which made it very difficult to make out the exact readings. The result on their meter was 360mg/dl. Pt reported symptoms of feeling irritable, anxious and uptight. No treatment was reported. No further info has been reported.